Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The failure was reported via phone to ge healthcare technical support. The user rebooted the system and the issue was cleared. The biomedical engineer reported the failure has not reoccurred.

Event description:
The hospital reported the unit gave a system reset alarm. The unit required a restart before it could be used. There was no report of patient involvement.